Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-apr-27. It was reported that the pump ran out of medication and there was no alarm. The pump was filled and the patient ended up with too much medication. The patient was not responsive. The patient went to the emergency room and the dose was reduced until the patient metabolized the medication and it was turned up slowly. There was an issue with the pump because it did not alarm and the pump was replaced.

Event description:
Additional information: per this reporter¿s understanding, the patient was being sent to another facility for a catheter revision.

Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled on (B)(6) 2014. The next day the patient was unresponsive. The patient was hospitalized, intubated, and the pump was reprogrammed. The pump logs were checked. The pump was accessed and the volume of the pump was correct. As of (B)(6) 2014, the patient was discharged to home with the pump programmed to minimum rate with oral drugs as back up. The patient was referred to another facility for a dye study and myelogram and to another physician for pump replacement. The device system was delivering lioresal. The cause and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, lot# n262595002, implanted: (B)(6) 2010, product type: catheter. (B)(4).